Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 19-jul-2018 with the following findings: during investigation, the pump correctly showed the food data base in the correct arabic language. The complaint of food database issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (food database) issue. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the carbohydrate count for a food item in the database could affect the patient's bolus amount, potentially resulting in over or under delivery.